Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling multiple cartridges. Customer's blood glucose level was in the 400's mg/dl range. Multiple supply changes were performed and the customer was able to ultimately fill a cartridge.